Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 07/03/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. On (B)(6) 2012 he had an invasive surgical procedure at (B)(6) medical center in (B)(6) to remove intestinal adhesions to the physiomesh device implanted in his body. It was reported that the mesh became adhered to and had to be surgically separated from the small intestine. The surgeon noted that the small bowel adhesions to the physiomesh were ¿dense fibrotic inflammatory adhesions,¿ that the mesh was not incorporated into the abdominal wall. No additional information was provided.